Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 715:00. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved, the set up of the infusion device or whether the device was on a patient at the time the condition was reported. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.